Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.device evaluation of and electrode belt sn 59084049 is currently underway. Device have been returned to zoll manufacturing corporation for evaluation. There is no indication of a product malfunction at this time. Evaluation was conducted using a flag review. After a review of the flag there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was reported to be unconscious and wearing the device. A review of device download data reveals that the patient was treated two times between 09:48:04 and 09:48:26. The rhythm at the times of the treatments was asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatments. The device was shutdown at 11:20:55. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.